Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by (B)(4) research department between (B)(6) 2010 and (B)(6) 2010. The event was forwarded to appropriate personnel on (B)(4) 2010 for complaint/MDR determination after completion of the review. No devices returned, device remains implanted. Add'l pt f/u: dos + 4 days: left anterior pain and numbness. Dos + 7 days: meralgia paresthetica and lateral femoral cutaneous nerve block.

Event description:
Pt underwent surgery in (B)(6) 2008 for spinal fusion, discectomy and decompression (facetectomy) at the l2-3 level. Seven days after surgery, the pt was re-admitted to the hospital for lumbar disc herniation and intractable pain and numbness. The pt underwent a lateral femoral cutaneous nerve block. No devices were removed.